Event description:
Needle pull off. Customer reports that needle prematurely released while closing a skin incision. There are no reported adverse consequence to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.

Manufacturer narrative:
Actual samples involved in the incident were examined. Examination of the ends of both sutures revealed the cause of the needle/suture separation to be suture pull out. The suture pulled cleanly out of the swage channel. One swaged suture end also had a short swage compression length indicating that the suture was not fully inserted into the needle channel. Samples from the unopened packets returned were tested for needle pull off and the results obtained were above the usp and ethicon requirements. One of the samples had a value which fell below the average requirement but not below the minimum individual requirement. A product inquiry records review was conducted and there have been no other inquiries of any type received involving this lot number. An investigation was conducted. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Co's results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. An associate awareness session was conducted with all swaging associates that processed batch kje417 as corrective action.